Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/24/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for an ischemic left ventricular tachycardia with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis with a pericardial drain. During the procedure, a cardiac tamponade was confirmed and a pericardiocentesis was performed which yielded 500cc removed. The patient was stabilized and transferred to the intensive care unit. The patient required one day of hospitalization for observation as a result of this adverse event. The patient fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17422010m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smart ablate generator, model #: m-4900-07, serial #: (B)(4). Smart ablate pump, model #: m-4900-08, serial #: (B)(4). (Distributed) mobicath, model #: d-1400-10, lot #: w3128822. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for an ischemic left ventricular tachycardia with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis with a pericardial drain. During the procedure, a cardiac tamponade was confirmed and a pericardiocentesis was performed which yielded 500cc removed. The patient was stabilized and transferred to the intensive care unit. The patient required one day of hospitalization for observation as a result of this adverse event. The patient fully recovered. The physician's opinion regarding the cause of the adverse event is that it was related to ablation in the left ventricle, therefore procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.